Event description:
The customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board. System operates as intended. (B) (4).